Event description:
It was reported that when the patient presented through merlin.net transmission, inappropriate auto mode switching episodes due to competitive atrial pacing were observed. Patient experienced increased ventricular pacing and significant episodes of anxiety resulting in symptoms similar to presyncope. Review of episodes noted that the device was ventricular pacing more because the atrial paces were not capturing due to functional loss of capture. Recommended programming changes will be discussed with the following physician. Patient will continue to be monitored.

Event description:
New information received notes that the device was reprogrammed. No further information is available.